Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on oct 06, 2016 from a consumer stated "about a month ago" patient asked if there's "thing going on with the pump?' As she stated "I'm having a problem myself." Patient stated right now the healthcare professional (hcp) has turned off the personal therapy manager (ptm) because every time she uses it "I get a reaction to the pump." Patient clarified by stated, "like a radiator in a car that is ready to burst." A pump-o-gram was performed and everything was working. Patient believed there was something wrong with the motor of the pump, and was wondering if there was any research going on with the pump. It was reviewed if there was any notification on pump hcp would be notified and would notify patient if it pertains to their device and therapy. Patient stated the hcp was trying to mange with pain medication, but it was not working. Caller was to follow up with her hcp regarding her concerns, and patient was going to call hcp. Information later received from a manufacturer representative (rep) on oct 12, 2016 stated patient reported the pump felt hot and was also reporting a vibrating and ticking. Caller stated the heat coming from pump was constant and was unsure of when the patient was feeling the vibrations and where in the body she was feeling the vibrations. It was reviewed that the ticking from the pump was from the rollers moving inside the pump and some patients do hear the pump as it moves. Rep was meeting with hcp and patient at time of call. It was noted patient was receiving morphine 1.8mg/ml for a total dose of (B)(4) mg/day, sufentanil 4500 mcg/ml for a total dose of (B)(4) mcg/day, compound baclofen 300mcg/ml for a total dose of (B)(4) mcg/day, and clonidine 800mcg/ml for a total dose of (B)(4) mcg/day.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed no anomaly. Regarding analysis, it was noted that the pump was run at 24,000 ul/day and manually monitored for 4 hours. No unusual sounds, vibrations, or heat was noted. The pump passed all non-destructive performance testing and destructive analysis revealed no significant anomalies. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dose and three unknown drugs at an unknown concentration and dose for non-malignant pain. It was reported that the patient was in the hospital. The patient initially went to a hospital on saturday morning [(B)(6) 2016] as she was having chest pains, severe pain, pain in her entire abdomen as well as near the pump site, and the pump inside the patient was getting hot. The patient then went to another hospital sunday afternoon [(B)(6) 2016] because the patient's pain had increased. The patient's pump was feeling hot since "a couple of weeks ago" and was vibrating. The patient had seen their healthcare provider (hcp) regarding the pump issue and the patient actually had a scheduled follow-up appointment on (B)(6) 2016 to do a dye study, however they were going to have to reschedule it because the patient was in the hospital. It was noted the patient's chest pain started "about 8 days ago". A rep had come in to check the patient's pump a couple times since the patient had been in the hospital. The first time was on (B)(6) 2016 to make sure there were no issues with the pump and then again on (B)(6) 2016 because the patient had an MRI and the pump needed to be checked afterwards. It was also noted that the patient had a stress test on (B)(6) 2016. It was noted that they did not think it was a pump issue as the patient was not having withdrawal symptoms. There were no clear issues after the rep checked the pump. The next day the rep returned the next day to see the patient after she had an MRI and there were still no issues. Another rep returned to the hospital on (B)(6) 2016 to check the pump after another MRI and there were still no issues. On thursday [(B)(6) 2016], the rep was sent back by the managing physician to disable the patient's personal therapy manager (ptm) to insure that she had enough drug to last until she saw him. The patient was then seen on (B)(6) 2016 for a dye study and it was noted the catheter was intact. The only concern the physician had was that there were 3 cc extra of the drug that what was said to be in the reservoir. However it was noted that the facility would fill the pump with 2 cc extra at each refill, so "really she was only 1 cc over her said amount". It was noted that the patient did not want to use the ptm as it was causing burning while activated. The alarm was tested to see if the patient was hearing it and that did not seem to be an issue. It was further noted that the patient was in recently for multiple reprogrammings. Additionally, the managing physician was waiting for her release to do a dye study and had requested an MRI to see if there was a granuloma. The outcome of the MRI was not known.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion for the pump was updated.

Event description:
Additional information from the rep stated that ¿a few months ago,¿ the patient had a complaint of a hot pump and pain increase. The patient wanted the pump replaced. At pump replacement, there was 1 ml more than there should have been. The doctor ordered MRI¿s, (B)(6) study, and interrogated it with no issues. The pump never showed a motor stall. A (B)(6) study was recommended, but it was not performed. The pump was replaced on (B)(6) 2016. After replacement, the patient recovered without sequela. No issues with the catheter. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.